Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation, the device was visually inspected, and evidence of foam degradation and particles was observed inside the blower kit, along with blower foam degradation. Additionally, parts fc-16-700-643 rev.17, fc-16-700-032 rev.17, fc-16-700-672 rev.13, 1056333 rev.4, and 1092834 rev.03 were identified, and dust contamination was noted. The device also displayed error codes e022 (err_motor_flux_magnitude) and e024 (err_motor_speed_reverse). Additionally, the device was scrapped by the service center after the evaluation was completed.